Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 - date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the drill bit ø1 l46/34 2flute (p/n: 513.005, lot #: f-26075) was received at us cq. Upon visual inspection, the drill bit was observed to be broken and the broken fragment was not returned. The reported condition of embedded device was not confirmed as there is no evidence found in the images/x-rays provided. No other issues were identified with the device. Dimensional inspection: drawing: se_692243 rev a specified dimensions: shaft diameter = 1 mm -0.01/-0.04 mm measured dimensions: shaft diameter = 0.976 mm, conforming result: conforming measurement device: caliper ca122p document/specification review: (current and manufactured) - drill bit ø 1.0mm, l 46/34, 2-flute: se_692243 rev a investigation conclusion: this complaint could be confirmed as the drill bit was identified to be broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot - part #: 513.005. Lot #: f-26075. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 07 dec 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, two (2) 1.0 drill bits were broken during an unknown procedure. A fragment of the drill remained inside the patient. The surgeon attempted to remove the fragment but was unsuccessful. The procedure was successfully completed. No surgical delay. This report is for one (1) drill bit ø1 l46/34 2flute. This is report 1 of 2 for (B)(4).